Manufacturer narrative:
Corrected data: upon further review of the file, it was noted, that the age of the patient indicated in the initial report was incorrect. Correct age of the patient should be 70 years old. The section below has been updated. Section a2 : age at time of the event: 70 years. Device evaluation: the product testing could not be performed, as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the trailing haptic was damaged and remained inside the preloaded. The remaining intraocular lens (iol) was injected into the eye but then removed and replaced. Sutures was required, incision was enlarged and medical intervention was prescribed. There was no patient post-op injury. No further information available.